Manufacturer narrative:
On (B)(6) 2015 08:43 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that hs iii proximal seal system 3.8mm had a hole in it. The hospital did not report any patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
On (B)(6) 2016 03:32 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device was returned outside the loader. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly were loaded in the delivery tube. The seal extended outside the delivery tube. It was observed to be cracked and delaminated at the first outermost coil. Based on the condition of the device as received, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that hs iii proximal seal system 3.8mm had a hole in it. The hospital did not report any patient effects. A replacement device was used to complete the procedure.